Event description:
A report was received from the USA indicating the device experienced a graphical user interface (gui) inop failure. Though requested, no add'l info has been received.

Manufacturer narrative:
The customer support engineer (cse) verified the event. The graphical user interface (gui) central processing unit (cpu) was replaced. The device passed all performance testing. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).